Event description:
It was reported that during a full supply change the user experienced insulin leakage when filling the tubing, with insulin observed leaking inside the ilet chamber and between the ilet and the connector; replacing the connector and repeating the rewind and fill resolved the leak, and insulin then flowed through the 23 in 6 mm infusion set needle without further leakage. Symptoms included transient hyperglycemia with a reported peak of 205 mg/dl and no other clinical effects. Outcomes included a temporary rise in blood glucose for approximately 30 minutes without medical intervention or backup therapy. Investigation included troubleshooting steps performed during the call, including rewinding the piston, reseating and replacing the connector, and refilling the tubing while observing for leaks. Investigation of this case revealed that a faulty connector was the apparent source of leakage that led to insulin loss from two cartridges before resolution with a replacement connector. It was concluded, based on previously established findings for similar reports, that the cause was a component issue related to the connector resulting in loss of insulin delivery leading to transient hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.